Event description:
The plaintiff alleges that while working as a dental assistant plaintiff was exposed to antigenic natural latex proteins in the latex gloves plaintiff wore. Plaintiff alleges that in 1999 plaintiff was diagnosed by md as a result of a radio-allergo-sorbent test, as being allergic to latex. Plaintiff further alleges that due to the exposure to latex gloves plaintiff has become sensitized to latex and is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hospitals, clinics, or private practice offices. Furthermore plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Also plaintiff has suffered substantial injury, pain and suffering, medical expenses, loss of wages, economic loss, humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress. Finally, the plaintiff's spouse has suffered the loss of support, services, consortium, and companionship of the plaintiff.